Event description:
The customer reported generation of two high ion selective electrode (ise) erroneous patient results including sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (ca), generated on their dxc 600i clinical chemistry system, (pn a25639 sn (B)(6). They also observed quality control (qc) failures and presence of air bubbles in the ise buffer line. There was no report of change to treatment, injury, or death associated with this event. The customer did provide patient data and/or patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) checked the instrument and found air bubbles present in the ise buffer line. The fse inspected the instrument and found multiple components were worn. The fse replaced the mc sample probe, sample syringe, o-ring for eic cup, ise buffer and ise reference solutions, carbon bridge and strike components, tightened the ise buffer valve, removed air bubbles, performed sample probe alignment, and primed the instrument to resolve the reported issue. The customer was satisfied with the service provided. No further action required. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).